Event description:
Severe nerve pain in two lower front teeth; alteration of bite over time so now I can barely chew and swallow; pressure on sinuses when device is in the mouth producing post nasal drip and severe choking; infection in the mouth from time to time; impaired breathing with device in the mouth; all conditions have worsened over time; even though I have complained invisalign has never rescanned my mouth to adjust the problem; significant weight loss, invisalign side effects. No tests have been done. No rescan of mouth to date. FDA safety report ID # (B)(4).